Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment address: unknown. E2: health professional: unknown. E3: occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: after cardiac cath via radial access, the tr band was used for closure; however, the balloon would not hold air. The device was replaced with a new tr band, and there was no harm to the patient. The blood loss was less than 250cc. It was unsure of how many ml of air were injected into the tr band, possibly 18ml. The tr band lost air immediately. The device was not damaged or manipulated in any way.